Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states the seat cracked on this commode from the front to the back. Consumer said the seat was pinching him where it was cracked. No medical attention sought.